Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system after the priming process. The patient's blood glucose at the time of incident 110 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was sticking out. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked near the display window corners, broken belt clip slot and cracked reservoir tube lip.